Event description:
The consumer states the back upholstery is stretched out. (B)(6) is calling for his roommate who cannot speak for himself. The caller has no further information to provide. The chair needs proper wheellock extensions.

Manufacturer narrative:
Follow up to be sent if additional information is received.